Event description:
Patient being bagged with ambu bag and chest not rising. White piece on the exhalation side became unscrewed and was laying on patient's bed. No harm to patient, as he was placed on ventilator.